Manufacturer narrative:
Medwatch sent to FDA on 02/18/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "raised product" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of raised product as follows: adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Local injection-site responses were recorded in subjects¿ diaries one or more times for 98% of juvéderm ultra plus injectable gel treated nlf¿s and 97% of zyplast dermal filler treated nlf¿s. Subjects¿ scores for both products were predominantly mild or moderate in intensity, and their duration was short lasting (7 days or less). Juvéderm ultra plus injectable gel injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin dryness and peeling. No clinically meaningful differences in the safety profiles of juvéderm ultra plus injectable gel and zyplast dermal filler were found during the study.

Event description:
Healthcare professional reported that after injection in the tear trough area with juvederm ultra, the patient had 1-2cm area of raised product under the left eye. Patient was treated with hyaluronidase approximately 8 months post injection. Two days later, the patient was seen for follow-up and healthcare professional reported "0 product palpated." Healthcare professional also noted mild edema under l eye, but stated that "photos showed pt had pre existing mild edema under l eye" at the time of initial juvederm ultra injection.